Manufacturer narrative:
One device was received for evaluation. Visual inspection noted a detached downstream occlusion seal. Functional testing was performed. A review of the event history log was conducted. The downstream occlusion seal was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the housing was damaged; however, the device evaluation noted a detached downstream occlusion seal. The event occurred during testing.